Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event reported at 69 mg/dl while using the ilet, believed to be precipitated by a pre-meal correction that led glucose to trend down, followed by overtreatment of the hypoglycemia with a meal, resulting in overnight hyperglycemia reported at 237 mg/dl. The device issued a low-glucose alert, and the patient treated using oral carbohydrates per education provided. Symptoms included insufficient information to characterize clinical manifestations, as the patient reported no symptoms and was likely asleep. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem was identified, and the medical device issue related to an incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.